Event description:
Surgeon reports that during intraocular lens (iol) implant surgery, one haptic stuck to the optic. The iol was reportedly left in the eye because the surgeon thought the haptic would release. When the haptic did not release, the surgeon attempted to unstick the haptic during a second procedure, but was unsuccessful. The haptic is stuck in the visual axis and appears to be affecting the patient's vision. Additional information has been requested from the surgeon.